Manufacturer narrative:
It was reported that the patient who has implanted a smith and nephew stem, a bipolar head and an oxinium head is suffering from pain and loosening of stem. The initial surgery was (B)(6) 2011 and the revision surgery was planned on (B)(6) 2020. The surgeon states that the s+n devices were not defective. The devices, used in treatment, were not returned for investigation nor has any batch number been reported. Also from a medical investigation perspective, no documentation was received to fully evaluate the complaint and the patient current status is unknown. An appropriate investigation could therefore not be conducted. The instruction for use at the time of implantation (lit.-nr. 12.23 ed. 07/10) states loosening as a known possible adverse effect in combination with the implantation of a hip prosthesis. Furthermore, the failure mode and the severity is covered through our risk management. To conclude, based on the available information, the root cause of the reported issue cannot be confirmed and the reported loosening of stem cannot be confirmed. Based on available information, the need for corrective action is not indicated. The complaint will be reopened should additional information be received. Smith and nephew will continue to monitor this device for similar issues.

Event description:
It was reported that, after a hemiarthroplasty had been performed, the patient experienced pain due to stem loosening. A revision surgery was performed to explant stem, oxinium head and bipolar head. The patient outcome is unknown.